Event description:
It was reported by a manufacturer marketing representative that the irrigation seemed lower than expected based on the system settings selected (50% power, 50% suction, 40ml/minute irrigation) during testing. Inadequate irrigation may lead to overheating of the device, presenting the potential for burning a patient or user. No patient involvement was reported with this event.

Manufacturer narrative:
Additional data: d9 corrected data: evaluation of the device confirmed that the blockage occurred due to user testing and no malfunction of the device that would occur in a clinical setting. This report was filed in error.

Event description:
It was reported by a manufacturer marketing representative that the irrigation seemed lower than expected based on the system settings selected (50% power, 50% suction, 40ml/minute irrigation) during testing. Inadequate irrigation may lead to overheating of the device, presenting the potential for burning a patient or user. No patient involvement was reported with this event.